Event description:
The suspect meter showed variation in test results. The following results were provided: 4.9, 3.7, 1.7, 1.5, and 2.1. Tests were performed on 7/14, 7/15, 7/18, 7/19 and 7/19 respectively. Further follow-up to be performed.